Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a falsely elevated wbc result of 1630/ul was generated in the closed mode on the cell-dyn sapphire analyzer. The patient was known to have aplasia. The sample had followed a very high sample which had generated a result of 258,000/ul. The customer reran the sample in the open mode and a wbc result of 283/ul was generated which was the expected result. There was no report of impact to patient management.

Manufacturer narrative:
It was determined that the cell-dyn sapphire analyzer dilution cup had traces of left over blood in it. In addition, the aspiration needle was bent causing it to rub inside the dilution cup. The issue with the instrument which required troubleshooting, resulted in the discrepant wbc result due to a carryover issue. Cleaning of the wbc dilution well and replacement of the aspiration needle resolved the complaint issue. Customer complaint data was reviewed and no adverse trends or abnormal complaint activity were identified. The cell-dyn sapphire system operation manual was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the cell-dyn sapphire analyzer was identified.